Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units screen is cutting off part of image.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units screen is cutting off part of image. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11 corrected field: d1 (corrected to revert to blank brand name), d4 (corrected to revert to blank version, catalog#, UDI#).

Event description:
N/a.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, component codes and investigation conclusions). The fse confirmed that the bottom of the screen was pixilating in the lower edge of the display and installed a new display to resolve the screen image issue. Customer also requested a on demand preventive maintenance (pm). The fse noted that the safety disk was about 200 hours away from needing to be replaced. The unit was out of calibration and was re-calibrated. The unit was verified to be functional and cleared for customer use.